Event description:
Additional information provided from the field indicated the previous oversensing of noise observed was likely the result of abrasion of the implanted leads from a possible subclavian crush. This system was reprogrammed off and will be taken out of service at a later time. A new system was implanted in the patient on their right side. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing noise on all three lead channels causing pacing inhibition for approximately two seconds. The crt-d has been reprogrammed and remains in service. No additional adverse patient effects were reported.